Event description:
It was reported that the left ventricular lead exhibited thresholds of 4.75v at 1.0 ms bipolar. After reprogramming to lv tip - rv coil the ventricular capture was 3.75 v at 1.0 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.